Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Performed service and repair functions as per procedure. Reviewed service history. The unit was evaluated and the reason for return : "tubing is not snapping in" could not be duplicated. Replaced damaged console cover. Per procedure, replaced springs on pressure arm housing (preventive maintenance) with tip replacement kit. The unit passed all diagnostic tests, functional tests, and is fully operational. This complaint cannot be confirmed and a root cause for the issue the user experienced cannot be determined. Review of the device history record for this serialized device revealed the device was manufactured in 2013-09 without incident; therefore, there is no evidence of manufacturing anomalies on the records reviewed. Review of the depuy synthes mitek complaints system revealed one dissimilar complaint for this serialized device. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4).

Event description:
The 284002 fms vue. No patient harm prior to surgery. Units were still used in surgery. Tubing is not snapping in, customer cutting their fingers trying to push in the tubing to lock it in place. Customer agreement: per phone call with the sales rep on 7/7/2017: no treatment was required for the customer's cuts. There was no bleeding.